Event description:
(B)(6) 2026:during a vis-rx prime oct pullback performed for post-transplant coronary surveillance at tampa general hospital air was visualized in the distal lad on angiography during/immediately following the imaging run.the cath lab team recognized the event promptly, removed the imaging catheter from the sterile field, and proceeded with the institution's protocol for management of coronary air embolism.patient remained hemodynamically stable and recovered without any further issue I cannot independently confirm that each flush step was completed to the full volume and duration prescribed in the IFU. Dr. Hiram bezerra, the operating physician, assessed that a residual column of air remained within the catheter at the time of use and attributed the event to inadequate pre-procedure flushing.

Manufacturer narrative:
During a vis-rx prime pullback, air was seen in the distal lad on angiography. The catheter was removed and the site followed its air-embolism protocol. The patient remained stable and recovered. No device damage was reported. The physician assessed that residual air remained in the catheter at use and attributed the event to incomplete flushing. The users did not purge the catheter properly before use.